Event description:
Related manufacturer reference number: 2017865-2024-04050. It was reported that the patient presented to the hospital for a scheduled implant procedure on (B)(6) 2024. Postoperative check revealed that the right atrial (ra) lead exhibited loss of capture and an x-ray was performed and revealed a dislodgement. During the replacement procedure, the ra lead and the set screw on header of the pacemaker had failed to be disconnected. Both ra lead and pacemaker were explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, and failure to remove lead from header. A complete lead was returned in one piece with helix found extended and clogged with blood/ tissue. Visual and x-ray examination of the lead found the inner coil was damaged at the connector region consistent with procedural damage. After cutting the lead and cleaning the helix, the helix could be retracted and extended by applying torque directly to the inner coil, the full helix extension length was measured within specification. The reported events of failure to capture and failure to remove lead from header were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted due to the damaged insulation and coils at the connector region consistent with procedural damage. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all measured within specifications. The lead insertion/removal test with the device was performed and the lead could not be fully inserted due procedural damage at the connector region.